Event description:
According to the reporter: after an open procedure to the submaxillary gland, the patient experienced internal hemorrhaging. The clips were reported to have clamped perfectly on the facial arteriovenous package, however, after the reoperation the reporter questions if the clips did not clamp perfectly because the veins and arteries were very thin. Current patient status is alive, with injury. The event extended patient hospitalization and surgical time.

Manufacturer narrative:
Add'l info.

Event description:
Additional information received :according to the reporter: the reason for surgery was submazillitis. The clip did not perform because there was an internal hemorrhage. The clamp vessels were approximately 3-4mm. The patient was within a few minutes of reaching the rea and had to be referred to the emergency room because the drainage had a very large amount of blood. To resolve the condition the surgeon used a manual sutrue to ligate the vessel. The reoperation was done the same day as the original procedure. Current patient status is alive, with injury. The findings during the reoperation were the surgeon saw that the clips has not worked well. They knew the clips did not work correctly . The patient was discharged and she was in perfect condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.